Event description:
It was reported the asymptomatic patient presented in clinic for a right ventricular lead implant procedure. Upon attempting to implant, it was observed the lead had high capture threshold, loss of capture, and a high pacing impedance. The lead was replaced without issue. The patient was stable throughout.

Manufacturer narrative:
The reported events of failure to capture, high capture thresholds, and high pacing impedance were not confirmed. Final analysis found that as received, a complete lead was returned in one piece. Visual and x-ray examination did not find any lead anomalies. Electrical testing was normal with no anomalies found.